Event description:
It was reported that during a pump replacement, when the new pump was connected to the catheter, they again could not aspirate the catheter. The pump was not primed on the back table. It was unknown if the entire catheter was cleared, so it was discussed that the more conservative approach was not to perform a prime. It was discussed that medication would reach the catheter tip shortly after 24 hours and the patient may be getting some drug prior depending on what was cleared from the pathway upon aspiration. No patient symptoms were reported. The pump was used to infuse hydromorphone (concentration 40 mg/ml, daily dose 15.33 mg/day).

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8709, lot# j10930r39, implanted:(B)(6) 2001, product type: catheter. (B)(4).